Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The estimated longevity of the device was shorter than anticipated. No eri was reached, the device remained implanted and the patient was stable.